Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was involved in an incident where the patient had multiple occlusion alarms (alarm number in pump history: 2). The patient's blood glucose was reported in the 240s (mg/dl) at the time of the event and had decreased to 170mg/dl when the patient reached out to the reporter. The reporter was unable to determine the cause of the occlusion alarms via troubleshooting. A correction bolus via the patient's pump was administered to address the high blood glucose. No permanent injury was reported.